Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left common iliac artery. A 9.0x30x75cm stent was advanced but device was unable to cross through a previously implanted stent. The physician attempted to push the device through the previously implanted stent and device got caught with implanted stent then the stent started to slide off the balloon. The device was removed and the physician decided to re-introduce the same device. After the device would not cross the affected lesion, the physician tried to pull the device out of the patient's body but the device got caught on the sheath and the stent completely slid off the balloon. An attempt to remove the dislodged stent was made but was unsuccessful. The balloon was then re-inserted into the lumen of the dislodged stent and deployed in a different section in the iliac artery. A non-bsc stent was advanced but still failed with the same result. It was further reported that the procedure was completed successfully. No further patient complications were reported and the patient's status was fine.